Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry and no review of the device memory could be performed. The device case was removed to facilitate testing of the internal components. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during an emergent device follow up, this pacemaker was found to be at elective replacement indicator (eri) battery status. The device was implanted in 2018, so premature battery depletion was suspected and the patient was scheduled for a replacement procedure within five days. No additional adverse patient effects were reported. The device was expected to be explanted, replaced, and returned for analysis. Additional information was provided, confirming the device was explanted and was sent to the local warehouse pending return for laboratory analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during an emergent device follow up, this pacemaker was found to be at elective replacement indicator (eri) battery status. The device was implanted in 2018, so premature battery depletion was suspected and the patient was scheduled for a replacement procedure within five days. No additional adverse patient effects were reported. The device was expected to be explanted, replaced, and returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during an emergent device follow up, this pacemaker was found to be at elective replacement indicator (eri) battery status. The device was implanted in 2018, so premature battery depletion was suspected and the patient was scheduled for a replacement procedure within five days. No additional adverse patient effects were reported. The device was expected to be explanted, replaced, and returned for analysis. Additional information was provided, confirming the device was explanted and was sent to the local warehouse, pending return for laboratory analysis.